Event description:
The device was returned for service. During service, the channel a pump head mechanism failed the accuracy test. The hospital representative stated that there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 24 2007. Evaluation summary:the infusion pump was tested for flow accuracy at ml/hour, the channel a pump head mechanism failed the accuracy test. The specification of this device is +/-5%. Inspection of the device found that the accuracy failure was caused by a faulty pump head mechanism, and therefore the channel a pump head mechanism was replaced.